Event description:
Delay in treatment due to malfunctioning closed system device. Treatment is gemcitabine (chemo) bladder instillation. Closed system we use is equashield. In order for the nurse to instill gemcitabine into the bladder, we use equashield connecting device in order to avoid chemo exposure. Connector pieces are called equashield syringe unit 35 (su-35/2) equashield luer lock adaptor dc (ll-1dc). When nurse tried to put these together, the needle from the syringe unit popped out and won't connect to the adaptor, causing the drug to be exposed to the environment. It can impose hazard to anyone who handles the chemo drug. FDA safety report ID # (B)(4).